Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was dropped, the screen shattered, and the device was no longer reliable for insulin delivery or meal announcements; a replacement was issued and the patient was advised to use backup therapy, sync data to the mobile app before return, shut down the device via the menu, and continue cgm use with dexcom. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included no hospitalization and no medical intervention. Investigation included remote troubleshooting and user education, shipment of a replacement device, and attempts to retrieve the damaged unit for evaluation using a provided return label. Investigation of this case revealed user-induced physical damage to the pump¿s screen resulting in a device mechanical break that affected usability and alerts. It was concluded, based on previously established findings for similar reports, that the cause was misuse and accidental damage by the user leading to device damage outside normal use.